Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as a result of the event the patient had a return of parkinson's symptoms.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Relevant medical history included hypertension, dyslipidemia, type 2 diabetes, and depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had difficulty recharging their ins. The issue was stated to be due to the ins being too deep or a communication fault between the ins and the recharger. The patient was only able to get 1 or 2 coupling bars, and it took too long to charge. The patient's ins was explanted and replaced with a non-rechargeable device. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was not implanted too deep. The etiology was updated to only related to the device, not the implant procedure.

Manufacturer narrative:
Product analysis product ID# 37612: the implantable neurostimulator (ins) passed functional testing. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient indications for use received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the etiology was related to device/therapy and not related to procedure. The event resulted in in-patient/prolonged hospitalization and medical/surgical intervention to prevent life threatening illness/injury/permanent impairment to body structure or body function. The patient experienced anxiety and tremor related to the event. No further complications are anticipated.